Manufacturer narrative:
510 (k) number: k063742. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Cancellation report is being submitted. Complaint (B)(4) was raised following receipt of an FDA voluntary event report on 02 oct 2018. Following investigation it was found that complaint ref # (B)(4) (MDR report ref 3001845648-2018-00479) was raised for the same event.

Event description:
Per the sus report, "while attempting to place a ureteral stent a piece of the push sheathing broke off for unknown reasons. The broken piece was clearly visible under fluoroscopy. A ureteroscopy was performed and the foreign body was removed in its entirety. Fluoroscopy and direct vision were again utilized to verify no remaining pieces were left. The stent was placed and the case finished without further incident."